Event description:
It was reported post implant of a realize adjustable band, during a routine fill, fluid was injected but no fluid withdrawn. The patient was sent for a fluoroscopy which determined the band tubing was disconnected from the port. The band remains in the patient however the port was replaced. The patient is fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.